Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the rca which was reported to be calcified with 90% stenosis. Difficulties were encountered crossing the balloon during pre-dilation,as a result a guide liner was used for support and the lesion was pre-dilated. Two unsuccessful attempts were made to advance the resolute, despite the introduction of a new guide liner. After another attempt to deliver resolute, the stent came off the delivery system and stayed within the lesion. All was removed and femoral approach was achieved. Another resolute was implanted. The stent was deployed in the original lesion and it also crushed the dislodged stent against the arterial wall. The patient is doing well.

Event description:
Angio graphic result was good with timi-3 flow and no residual stenosis.

Manufacturer narrative:
Evaluation results: inherent risk of procedure-stent dislodgement. Patient's condition affected effectiveness of device-90% stenosis, very calcified lesion. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation c conclusion: inherent risk of procedure -stent dislodgement. Device failure/lack of effectiveness related to patient condition-90% stenosis, very calcified lesion. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).